Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that during a lower extremity angiogram procedure, using a flexor ansel guiding sheath, while attempting to retract the sheath the hemostatic valve came apart from the sheath and the sheath began to uncoil. It was reported that the end user was able to remove the device and finish the procedure. There was no unintended section of the device that remained inside the patient's body. There no adverse effects on the patient reported.

Manufacturer narrative:
Investigation - evaluation: a review of complaint history, device history record, documentation, manufacturing instructions, drawing, dimensional verification, and quality control data was conducted during the investigation. One used the flexor ansel guiding sheath was returned was returned for evaluation. The check-flo valve assembly was returned separated from the sheath tubing. Exposed coil was exiting the proximal end of the sheath tubing. The connector cap was disassembled from the check-flo body and no flare was present. Fraying was present at the proximal end of the sheath tubing. The distal tip of the sheath tubing was compressed. Measurements were unable to taken due to damage of the flare. A document based investigation evaluation was also performed. Review of device history record shows no nonconforming events which could contribute to this failure mode. There were no other reported complaints for this lot number. Based on the provided information and results of the investigation a definitive root cause could not be determined. Measures have been initiated to address this failure mode. Monitoring for similar complaints will continue.